Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the staff was unable to aspirate from the central lumen. The iab was replaced and a new iab was utilized successfully. There was no reported injury to the patient. The date of the event is unknown.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter. Two kinks were found on the outer catheter tubing near the y-fitting approximately 75.2cm and 76.2cm from the iab tip. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the staff was unable to aspirate from the central lumen. The iab was replaced and a new iab was utilized successfully. There was no reported injury to the patient. The date of the event is unknown.